Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd vacutainer® lithium heparin blood collection tubes had samples that bubbled after collection. There was no impact to the patients.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos was provided for investigation. The photos were reviewed and the indicated failure mode for poor sample quality with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor sample quality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 bd vacutainer® lithium heparin blood collection tubes had samples that bubbled after collection. There was no impact to the patients.